Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer continue to use current pump for insulin therapy. Customer¿s blood glucose level was around 250 mg/dl.